Event description:
It was reported that the pump battery fully depleted and the pump shut off due to the customer not charging the pump. Once the pump was turned on, the pump prompted the customer to load a new cartridge, which customer believed indicated a malfunction. Customer therefore did not continue to use the pump, and did not use backup insulin therapy. Subsequently, the customer experienced a blood glucose (bg) level of 1167 mg/dl and a high level of ketones considered dangerous by healthcare provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. Reportedly, the customer was released on 10/01/2021 with the issue resolved and no permanent damage. Tandem technical support informed the customer that the pump was functioning as intended as when the pump is powered on, the pump will prompt a message for customer to reload cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.